Event description:
It was reported that the user contacted support due to elevated glucose readings and requested guidance before an upcoming endocrinology appointment, and troubleshooting education for high glucose was completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included customer interview and troubleshooting focused on high glucose management education. Investigation of this case revealed no device malfunction reported or confirmed and no component issue identified, with user education provided regarding high glucose response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.